Event description:
Reported as follows: "dr (B)(6), implant surgeon at the hospital, reported that "the device was faulty and could not have been implanted." There was no delay and the surgeon used another device to finish the surgery. There were no adverse consequences for the patient. On visual inspection, the screw was damaged. This was an out of box failure. The screw as not used at all." Close inspection of the returned device, however, revealed that it had been used.

Manufacturer narrative:
Suspected root causes: attempting to insert into too tight a bone tunnel, the excessive force required causing the screw tip to shear off. Screw insertion direction not aligned with bone tunnel or levering or toggling during attempted insertion. Use of bent/damaged driver.